Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the plastic transparent ring at the reservoir compartment is broken and the battery is not staying in the pump. Customer's blood glucose was unknown at the time of incident. No further details given.

Manufacturer narrative:
The insulin pump had cracked case at display window corners, battery tube threads, reservoir tube lip completely broken off, minor scratched and cracked display window.